Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for lead revision due to chronic noise on the right ventricular lead. During procedure, the lead was repositioned and noise post defibrillation threshold test shock remained. The lead was explanted and replaced successfully. The patient was discharged and would continue to be monitored.